Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 07/13/2018 and strip open date is week of (B)(6). Strip storage is correct. Back to back blood test performed and results are 89mg/dl and 80mg/dl - non-fasting. Reviewed meter memory: 77mg/dl (B)(6) 2015 01:18:00 pm fasting:yes; 61mg/dl (B)(6) 2015 08:53:00 am fasting:yes; 91mg/dl (B)(6) 2015 11:10:00 pm fasting:yes; 65mg/dl (B)(6) 2015 08:32:00 pm fasting:yes; 96mg/dl (B)(6) 2015 03:45:00 pm fasting:yes. Customers concern: with 61mg/dl on (B)(6) 2015 8:53:00 am. Customer went to her doctors office and the doctors meter result was 80mg/dl and her true result meter gave her a result of 31mg/dl about 3 hours earlier. Customer is 33 weeks pregnant and is being monitored for possible gestational diabetes. Customers fasting blood glucose readings are 60-85mg/dl.